Manufacturer narrative:
It was reported that a revision surgery was performed due to what surgeon believes is an infection. The implants were removed and fluid was removed and sent for culture. The associated legion ps high flexion insert and other devices were not returned for evaluation. Therefore, no product analysis could be performed. Except for the insert, smith and nephew has been unable to obtain device details for other devices. As device details were not made available, a device history record, complaint history and sterilization documentation review cannot be completed. However, our investigation was conducted on the reported insert. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the reported insert revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical analysis noted that the undated x-rays do not indicate a reason for the infection and no op reports were submitted. It was stated that cultures were done but no results were shared. Therefore a root cause of the reported infection cannot be determined. Patient impact beyond the revision and rehabilitation period is unknown. Without the return of the actual products involved and no patient records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as needed. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that revision surgery was performed due to what surgeon believes is an infection, implants were removed by flexible osteotomes, reciprocating and oscillating saw and fluid was removed and sent for culture. Plan for revision surgery once infection is under control.

Manufacturer narrative:
It was reported that a revision surgery was performed due to what surgeon believes is an infection. The implants were removed and fluid was removed and sent for culture. The associated legion ps high flexion insert and other devices, used in treatment, were not returned. Thus, no product analysis could be performed. Except for the insert, smith and nephew has been unable to obtain device details for other devices. As device details were not made available, a device history record, complaint history and sterilization documentation review cannot be completed. However, our investigation was conducted on the reported insert. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the reported insert revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A clinical analysis noted that the undated x-rays do not indicate a reason for the infection and no op reports were submitted. It was stated that cultures were done but no results were shared. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and no patient records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as needed